Event description:
The rptr called from a rehabilitation center, and stated that rptr did meter to lab comparison tests with results of 331 and 433 mg/dl, respectively. No info on timing, or other detail of the testing was given. No symptoms were reported. No harm was alleged. Attempts to contact the rptr for further info have not been successful.